Event description:
It was reported while using the cool path duo catheter during an atrial fibrillation ablation procedure, a cardiac perforation occurred. A fast cath introducer, swartz braided introducer, and a brk needle were used to gain access to the heart. The physician also placed four inquiry diagnostic mapping catheters in the heart in the following locations: right atrium and a ventricle, coronary sinus and pulmonary vein. Transseptal puncture was performed to gain access to the left atrium and a cool path duo catheter was advanced into left atrium to perform ablation. During mapping, the earliest activation site was noted at the tip of the left atrial appendage (laa) and rf delivery was performed with the cool path catheter. At this time, the physician determined a cardiac perforation occurred and an emergency thoracotomy was performed in which the perforation site was treated with ligation of the posterior wall of the laa. A surgical maze procedure was also done at this time to treat the atrial fibrillation. Eight days post-procedure the pt was doing well and recovering in the hospital with no further bleeding.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no nonconforming material reports as well. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.